Manufacturer narrative:
The device is available for evaluation but has not yet been rec'd. Additional information will be submitted once the device is rec'd and the quality investigation is completed.

Event description:
A stryker micro sagittal saw was called in for repair due to overheating during testing. There as no pt involvement; no adverse event was associated with the device.